Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. The customer's address is unknown. (B)(6), USA has been used as a default. Medical device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. Unable to perform complaint lot history check owing to an unknown lot number for this event. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 1 bd nano¿ 2nd gen pen needle had outer cover attachment issues. The following information was provided by the initial reporter : the consumer reported the bd product used required to remove the pen needle from the pen without the outer cover as the outer cover would not attach onto the pen needle. Date of event : unknown. Samples status : discarded.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. The customer's address is unknown. (B)(6), USA has been used as a default. Medical device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. Unable to perform complaint lot history check owing to an unknown lot number for this event. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 1 bd nano¿ 2nd gen pen needle had outer cover attachment issues. The following information was provided by the initial reporter : the consumer reported the bd product used required to remove the pen needle from the pen without the outer cover as the outer cover would not attach onto the pen needle. Date of event : unknown. Samples status : discarded.